Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high pacing impedance measurements around 1,600 ohms. It was also reported this lv lead was int he ra port of the device header. Approximately 18 months later we received information that this lead was surgically abandoned during a device changeout procedure due to high pacing thresholds measurements and pacing impedances greater than 3,000 ohms. A new lv lead was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.